Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage cable, temp sensor, filament driver, the filament driver printed circuit board and performed filament calibration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system got errors and there was no fluoroscopic image. They also heard a pop sound. No patient injury was reported.